Manufacturer narrative:
The device was surgically abandoned. No further information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right ventricular lead had a lead fracture along with insulation damage exposing the fractured coils. During a device replacement procedure for normal battery depletion, this lead was surgically abandoned and replaced. No adverse patient effects were reported.